Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 85% stenosed, 40mm in length, diffused, concentric target lesion was located in the mildly tortuous and heavily calcified proximal to mid left anterior descending artery. A 2.5x32mm synergy drug-eluting stent was advanced but would not advance post atherectomy with a non-bsc device. The device was removed and balloon inflations were done. The synergy stent was re-inserted and when the physician pulled the device aggressively, the shaft broke at the rapid exchange port. The distal end of the shaft lodged into the patient's arm and surgery was performed to successfully remove the device. No further patient complications were reported and the patient was stable.